Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch. The following information was requested, but unavailable: can you please clarify the event description as you have stated "device had problems deploying¿? Can you confirm if the device did not fire clips? Did device drop/eject clips? Did device fire malformed (unformed, clip gap, etc.) Clips? Did device fire scissored clips?

Event description:
It was reported that during a gallbladder procedure, device had problems deploying. Clips were not forming correctly when deployed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received with no damage in the external components. Upon cycling, the instrument was noted to be empty and locked out and the orange indicator was found undertraveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No conclusion could be reached as to what may have caused the event reported. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.